Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and could not duplicate the reported condition. There was no malfunction or product deficiency identified. The ventilator passed all testing per manufacturer's specification. The fse replaced the clock battery which does not effect the functioning of the ventilator. The ventilator was returned to the customer. Confirmation of actual injury and/or details and treatment of injury have been requested from facility. If additional information is provided, a supplemental medwatch report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator had a "change in tidal volume while in pressure control". Additionally, it was reported that there was an injury to the patient. Although requested, the customer has not confirmed an actual injury nor provided any details regarding an injury.